Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was 4.2 mmol/l. Customer didn't want to perform troubleshooting as customer has been experiencing issues for about two or three months. Customer had called and a different type of infusion set was sent. It was assessed the customer has been using the same box of reservoirs for the months he has been having issues. Customer then stated with reservoir he was attempting to manually push insulin with the plunger no insulin would go through, even with using a new reservoir. Customer continued to decline troubleshooting. Customer agreed to return the reservoir for further analysis.